Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pulse generator removal procedure for an unrelated reason, the device exhibited a diagnostics anomaly. The device was exposed to extensive use of cautery during the procedure. After a device software download, normal device function resumed. No patient symptoms were reported.